Manufacturer narrative:
Product ID: 8780, serial#: (B)(4), date implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jan-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving morphine via an implantable pump. The indication for use was failed back surgery syndrome and spinal pain. The patient reported their pump has not been used since (B)(6)2020 and was permanently turned off in (B)(6) 2021. The patient was calling as they have a pea size pebble next to their spine. The pebble moves around and was located on the left side near their spine of the their lower back. The patient stated they have really bad pain on the left side which is normal but also kind of abnormal. The patient would feel it for a while then it goes away but seems to be getting worse. It was "by the scar" and the patient was asked if she was referring to the catheter incision. The patient stated they didn't know because they had surgery to place "spacers" prior to having the pump implanted. The patient requested physician listings as t hey did not have a healthcare provider. Additional information received from the patient on (B)(6) 2023 from the patient who was looking to see if they could find a neurosurgeon who could see here sooner than one month. The patient went to ER (emergency room) yesterday because she was feeling something in the low back and stated the catheter was moving and causing severe pain in both legs lower/upper back, sciatica pain and her knee and ankle both went out at the same time. The patient stated the left side pain intensified not last week but the week before after she rubbed her back and felt something sticking out and stated after she rubbed her back is when the "catheter" started to move. The patient had a CT scan done and it says there is part of a catheter sticking out. The patient was able to call and find a neurosurgeon to remove the catheter and the pump but they can¿t get her in for a month and patient did not want to wait.